Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. Health effect - clinical code - e2304 chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the cgm was displaying 53 mg/dl. The patient drank orange juice and soda based on the cgm reading and did not check a bg for comparison. After 20 minutes, the patient checked their bg and it was 600 mg/dl. The patient reported that they fells chills, had a headache, was thirsty and did not feel okay. The patient called their doctor and was advised to go to the emergency room. The patient's neighbor drove them to the hospital and upon arrival, their bg was over 600 mg/dl. The patient was diagnosed with diabetic ketoacidosis and was treated with an insulin shot and long acting insulin. They were also provided water and crushed ice to consume. It was reported that the latest reading was 506 mg/dl while the cgm was 50 mg/dl. The patient was in the intensive care unit at the time of the report on the same day of the event and was scheduled to be transferred to a regular room; however at the time of the report, the patient felt fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values post treatment fall within the d zone of the parkes error grid. No additional patient or event information is available.